Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the patient initiated a symptom event via confirm for review. It was noted that the event was missing electrograms (egm). An abbott representative was contacted, the strips were reviewed and the issue was resolved. The patient was symptomatic, but the symptoms was not associated with data failure. The patient was in stable condition post interrogation.

Event description:
New information received states that programming changes were not suggested and it was not required.